Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, delamination valve and crack valve leak test and microscopic analysis was performed which identified: delamination total of the valve and crack of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.